Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface left (sasi) device came unclasped from the articulating arm (lower clamp) during the case and they had to bail to manual. It was reported that there was an unspecified delay to convert to a manual instrumentation set up. There was patient involvement. It was reported that the device was being used with a robotic assisted base station device. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, may 22, 2024. H4: unknown UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: visual analysis found no significant damage or visual defects with the device. The overall appearance of the device showed signs of normal wear from multiple uses in a clinical setting. Functional testing found that the sasi successfully assembled and disassembled with the mating devices as intended. There was no undesired movement or play between the saw and sasi or within the sasi itself. The assembly was secure and rigid once the saw clamp was engaged. The planar clamping mechanisms of the sasi was secure when latched to the robot. The reported condition of the sasi planar clamp unlatching during resection is confirmed, which lead to application-terminating error saw3 cdi318. However, the investigation of the returned sasi as well as additional information from the user confirmed the planar clamp unlatching was influenced by the user and could not have occurred on its own and is tied to use error.